Event description:
Customer called in regarding a broken belt clip. Customer's blood glucose was 34 mg/dl which was treated with orange juice. Customer's blood glucose was 72 mg/dl by the end of phone call. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.